Event description:
The pt reportedly experienced sound quality issues. External equipment was exchanged, however, this did not resolve the issue. Device testing revealed that the device was functioning within normal limits. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.